Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was undergoing implantable neurostimulator (ins) implant surgery. Rep reports that on (B)(6) 2025 the health care provider (hcp) aborted implant procedure due to the hcp having difficulties implanting leads after several attempts. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: lead, product ID: neu_unknown_lead, serial: unknown; product type: 0200-lead. Brand name: lead, product ID: neu_unknown_lead, serial: unknown, product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a new implantable neurostimulator (ins) was not used during the operation. There was no ins yet involved in the event. The rep stated that there was an anatomy issue. The physician was hitting the dura causing a spinal leak. The surgery was aborted. The devices were discarded.